Event description:
Patient was revised to address infection.

Manufacturer narrative:
Patient was revised to address infection. Doi: (B)(6) 2011 - dor: (B)(6) 2011 (left side). The devices associated with this report were not returned. Review of the sterilization certification for the known product/lot combination did not reveal any related deviations or anomalies. Per the sterilization certificate, validated parameters were met. No error in sterile processing was identified. A complaint database search finds no other reported incidents against the provided product and lot combination since release for distribution. Product/lot information was not provided for the associated lps femur or mbt sleeve components. The investigation is unable to determine a root cause with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.